Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amulet delivery sheath. The sizing of the determined via transesophageal echocardiography (tee) in four different views (0,45, 90, 135). During procedure, the left atrial pressure at time of procedure was 13mmhg and fluid was given. The activated clotting levels (act) were above 250s and 5000 units. The amulet was implanted after all the close criteria satisfied and tension test was not performed. There was no malfunction noted on the delivery sheath. After the appendage was closed, the doctors noticed blood leakage into the pericardium, indicating a circumferential pericardial effusion and a cardiac surgery was called. The physician mentioned the cause of pericardial effusion was amulet device. The patient was then taken to cardiac surgery with tamponade. When the physician tried to perform a pericardiocentesis, the amulet device was embolized into mitral valve. They decided to perform a surgical retrieval because the patient was bleeding a lot and didn¿t resist to the procedure. They don't have time to run for surgical intervention. The embolization occurred due surgical manipulation. The device was surgically removed. After the procedure, the patient started to bleed and later died. The physician mentioned the cause of death was procedure.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and patient-device incompatibility (implant-related tissue damage) and pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided procedural imaging and information were reviewed by medical affairs. Based on the information received, the cause for the reported implant-related tissue damage could not be determined. It is possible due to procedural conditions (e.g. Close criteria had not been achieved prior to release, "not compressed enough" at time of release);. It was indicated that device implanted after all the close criteria satisfied and tension test was not performed. The reported device embolization appears to be related to procedural conditions (embolization occurred due surgical manipulation). It was also indicated that cause of patient death was procedure. The reported unexpected medical interventions and surgical intervention were a result of case-specific circumstances as the device was snared and pericardiocentesis was preformed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 types of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusions: not yet available.

Event description:
N/a.